Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Based on available information, the event was not serious because it did not meet any criteria of seriousness per regulations (did not lead to death, was not life-threatening, did not result in a permanent impairment of a body structure or a body function, did not require in-patient hospitalization or prolongation of existing hospitalization, and did not result in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function). In IFU, it listed that the method of temperature control provided by all hyper-hypothermia units presents the danger of heating or cooling body tissues, particularly the skin, to a point where they are injured, i.e., burns or frostbite, respectively. A physician's order is required for setting pad temperature and use of equipment. At least every 20 minutes, or as directed by physician, check patient's temperature and skin integrity of areas in contact with pad, however, in this case, it was unknown if the patient's skin was checked as frequently as needed. Due to the relevant time and the event location in predisposed patient, the event of skin blisters was probably related to the innercool stx surface system pads. Re-train the user for IFU is recommended. The event is probably related to device and to procedure.

Event description:
As reported, during temperature management treatment on a (B)(6) male admitted for anti-freeze poisoning, customer noticed blisters all over on the patient's feet. The blisters occurred where the legs were wrap with the stx surface cooling pad. No blisters observed where the upper body was applied with the stx surface pad. The blisters were discovered at night and treatment was discontinued the following early morning. Patient with decreased blood flow to extremities before this episode. The patient temperature was at 96.3 degrees but had been at 100.7 degrees, the nurses noted that after the fact that the temperature was moving up and down on the monitor, even though the rectal tube was in placed without issues. It was unknown if the patient's skin was checked as frequently as needed per the protocols. The large blisters were incised and drained and wrapped with xeroform dressings. Patient is off the vent, slowly improving and the leg blisters are healing.